Event description:
It was reported that this patient received an inappropriate shock due to an atrial driven arrhythmia. The patient was informed of this by his physician when he was received at the emergency room. Further information was received indicating that the sales representative reviewed the event in question and looked appropriate. Anti-tachycardia pacing (atp) was provided and appears to slow the rhythm, but re-initiates and he eventually gets a tachy shock. However, this could not be confirmed by an electrophysiologist. Eventually, a new inappropriate shock was delivered again due to the same issue. Technical services recommended to rate control this patient to mitigate future inappropriate therapies. This implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.